Event description:
During mitraclip procedure, the clip's locking mechanism failed and clip detached from the posterior leaflet yet remained attached to the anterior leaflet. Attempts to remove clip from anterior leaflet were unsuccessful.